Event description:
It was reported that the arctic sun device wasn't cooling. The device was not able to cool water below 22c, and the chiller tank temperature was observed at 3.8c. Per additional information updated from ttm, biomed in scotland live transferred by answering service. Biomed stated unit sent device down complaining it would not cool the patient. Helped them place device in manual control at 4c. Advised if device did not cool water to 4c, call back in 3.5 hours when tech support was available. Per sample evaluation result on (B)(6) 2025, chiller failure contributed to the cooling issue.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified as a chiller failure. The device was evaluated upon receipt. It was confirmed that the chiller failure contributed to the cooling issue. The chiller was replaced. An electrical safety test was performed on the as5000 system. The as5000 system was sanitized evaluated and was found to function in accordance with manufacturer specifications. The as5000 system was evaluated for functionality and results were recorded. An electrical safety test was performed; as5000 system passed all tests, is functioning properly and is ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as this is not an out-of-box failure. Initial reporter phone: (B)(6). All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.